Event description:
Event description cpi received information that a pacemaker dependent patient with this implantable pulse generator (ipg) experienced a period of syncope during interrogation of the ipg. The patient had been brought in for a check of his medtronic capsure 4004 lead. The physician elected to explant the ipg. A new model 1230 was implanted.